Event description:
It was reported that one material test was performed minutes before the surgery and the material was broken. In the same moment the problem was found, another was immediately reinstated in his place, the second showed no problem not causing damage to the patient. The event was later clarified: the material was not broken, was in perfect condition, a test was done before starting the surgery and this time the blade crashed and broke, the patient has not had any contact with the product.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. Product evaluation: no analysis available, device will not be returned; discarded by customer. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.